Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During the initial implant procedure, when attempting to suture the left ventricular (lv) lead, there was damage noted on the suture sleeve. The lead was left implanted and the patient was stable with no consequences.